Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had a loss/change of therapy from their implantable neurostimulator (ins) noted as a ¿return of peeing¿, constipation, and backing aching. The patient had trouble which was described as in (B)(6) they were peeing all over themselves and in (B)(6) they ¿cranked it up to 5¿. The patient had the worse back ache and they were still were wetting all the time. The patient did feel the stimulation and was on program 3 at 5.0 volts. It was noted by the patient that it felt like their anus was in a ¿tight squeeze all the time¿ but felt it in the correct location. It was also reported that the patient had a harder time pooping (constipated). There had been no medical procedures or emi exposure that could be related to the issue but did take deloxin 2-3 times a day. Also there were no falls or trauma reported related to the issue. The patient had not been instructed to keep a voiding diary. The patient switched to program 4 at 4.65 volts. The patient was instructed to contact their healthcare professional (hcp) regarding the issues and to call back if not better in 2-3 days. There were no further complications reported or anticipated. Additional information was reported. Patient reported they met with a manufacturer representative on (B)(6) 2017 but they did not change anything. Heavy pressure was felt on the anal area. Patient reported their device worked great until (B)(6) 2016. They had terrible back pain for 1 day and then it did not work after that.